Event description:
During the first two cases, the surgeon complained of decreased vacuum. In the second case, the surgeon removed the tip after the system message "occluded" displayed. The surgeon held the phaco handpiece in the air "flooring" the foot pedal in an attempt to clear the occlusion. The surgeon was able to complete the first and second cases with no further problems. The surgeon was complaining of inadequate aspiration on the third case and a thermal injury occurred. The thermal burn was located at the 11 o'clock position, and not at the incision site. No stitches were used. The surgeon stated he thinks the I/a handpiece o-rings were defective and further noted the staff does not check the o-rings. The surgeon stated the pt outcome and prognosis is good.

Manufacturer narrative:
The company service representative examined the system and phaco handpieces and they were functioning with no problems. The I/a handpiece o-rings needed to be changed and this was done. The company service rep. Reviewed the operator's manual with the nurses and the importance of checking the I/a handpiece o-rings. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported. With cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and a copy of this industry article was provided to the customer.